Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A large tooth of the driver broke off and fell into the patient. It was removed with forceps.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. CAPA (B)(4) was initiated and identified the root cause to be design related CAPA (B)(4): the actions implemented as a result of this CAPA have addressed the root cause. The redesign of the delta extend screwdriver guide ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. The material change from 455 stainless to 465 stainless resulted in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. A health hazard evaluation meeting was conducted on july 2, 2013 and identified a potential harm; documented in dva-108162-hhe via eco 437762, completed on september 25, 2013. The issue and harm was forwarded to the quality review board and determined no bond is required. In addition, a sales mail was issued to the us sales force on 10/01/2013 titled "locking screwdriver technique reminder" to reinforce the proper use of the driver (e.g. Keeping the driver in axial alignment with the screw and using the driver sleeve). These items are already contained in the surgical technique. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.